Manufacturer narrative:
This report is submitted on february 21, 2023.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant. The device was explanted under a general anaesthetic on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.